Manufacturer narrative:
Concomitant medical products: 6947 lead, implanted (B)(6) 2003.

Event description:
It was reported that the patient possibly received a shock from the cardiac resynchronization therapy defibrillator (crt-d) for an atrial arrhythmia with rapid ventricular response. It was also reported that the right atrial (ra) lead exhibited oversensing, undersensing, low p-waves and high thresholds. The crt-d and ra lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.